Event description:
The following was alleged by the user facility: it is alleged that on (B)(6) 2012, the patient was implanted with a bard composix kugel hernia patch. On (B)(6) 2012, the patient underwent explant of the composix kugel hernia patch and repair of an intestinal perforation. Adhesions were noted to the mesh during explant.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation however the device was discarded upon removal. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The user facility alleges the patient underwent removal of the composix kugel mesh 7 days post-op, repair of a intestinal perforation, and lysis of adhesions. It is alleged the patient was treated for adhesions which is a known adverse event listed in the IFU. Currently, medical records have not been provided and the device was discarded at the time of removal. A lot number has not been provided, therefore a manufacturing review is not possible. A video capturing the explant procedure was provided. It shows the mesh with a defect visibly protruding from the center. At this time it cannot be determined how or when the defect presented. It is possible that the mesh was damaged during the initial implant however nothing can be confirmed at this time. If additional information is provided, a supplemental report will be submitted.